Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no calcification in the annulus and that the patient had valve implanted at a final depth of 5mm from the distance between the intraventricular end of the valve to the non-coronary cusp (ncc). Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant. The aortic annulus perimeter was 75.7mm, and the diameter was 24.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was deployed, and the patient went into complete heart block. The valve was implanted at a depth of 5mm from the distance between the intraventricular end of the valve to the non-coronary cusp (ncc). The patient's hospitalization was prolonged for monitoring of rhythm. On (B)(6) 2023, a permanent pacemaker was implanted. The leak reportedly worsened. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.